Manufacturer narrative:
Please note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a single cardiac ventricle defect using penumbra coil 400s (pc400s). During the procedure, the physician successfully placed a pc400 using a non-penumbra microcatheter. The physician then was unable to advance a pc400 through the hub of the microcatheter and therefore; the pc400 was removed. The physician re-attempted to advance the pc400 several times, however was unable to advance the pc400 into the microcatheter. The procedure was therefore completed using a new pc400. There was no report of an adverse effect to the patient.